Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 045268026 showed that all manufacturing and quality checks were conducted successfully. The device was retained and returned to rayner for evaluation. The iol was returned hydrated in saline inside a pouch. No injector was received for inspection. The iol was removed from the pouch and inspected under x10 magnification. Only half a lens was returned, the crack on the optic could not be verified as it is not possible to identifying anything other than damage that appears consistent with lens explantation. The root cause of the event cannot be established from the evidence or information available.

Event description:
On 31st october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that a crack in the lens optic was observed immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 045268026 showed that all manufacturing and quality checks were conducted successfully. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.

Event description:
On 31st october 2025, rayner received notification from its (B)(6) distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that a crack in the lens optic was observed immediately following implantation into the eye necessitating lens explantation and exchange.